Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The service repair technician (srt), installed new o2 sensor and ran appropriate tests to the unit. The product surveillance technician (pst) performed further analysis on the o2 sensor and confirmed the o2 sensor caused o2% inaccuracies when installed in a lab use only (luo) electronic patient gas system (egps). Per the o2 sensor specifications, the o2 analyzer accuracy should be within +/- 3% of o2 set point at calibration flow and pressure. The o2 sensor failed o2% accuracy at multiple set points. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported an out of box of the device at the service center, the unit failed o2 (oxygen) sensor calibration test, setpoint = 80%, central control monitor (ccm) reported = 80.8%, servomex actual value = 71.9%, voltage at 100% = 2.257vdc. There was no patient involvement.